Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. Analysis was completed and no device anomalies were found. The cause of the infection could not be determined.

Event description:
It was reported the patient presented in clinic for unknown reasons. Upon visual inspection, it was observed the pacemaker pocket was red and infected with visible erosion. No lead vegetation was noted. The pacemaker system was explanted without issue. The patient was started on antibiotics and there were no reported patient consequences. The patient was stable.